Event description:
The patient was seen in the emergency department due to red heart alarms. The patient reported no external power alarms while connected to the mobile power unit. The patient reported no led activity, a blank screen on the controller and no green running symbol. The patients controller was exchanged. Once the controller was exchanged the patient reported 0 flow and a red heart alarm. No further information was reported.

Manufacturer narrative:
This event is also addressed under the controller and lvas implant kit in MFR # 2916596-2020-03340 and MFR # 2916596-2020-03341. Manufacturer's investigation conclusion: the reported no external power event while the system was connected to the mobile power unit was confirmed via the returned system controller (B)(6) evaluation. (Refer to MFR # 2916596-2020-03340). The returned system controller, serial number (B)(6), was functionally tested and the no external power alarms were reproduced when the white power cable was disconnected from power. As the mobile power unit (mpu) is not related to the reported event, this complaint file will be closed accordantly. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in the emergency department due to red heart alarms. The patient reported no external alarms while connected to the mobile power unit. The patient reported no led activity, a blank screen on the controller and no green running symbol. The patients controller was exchanged. Once the controller was exchanged the patient reported 0 flow and a red heart alarm. No further information was reported. Related manufacturer report number(s): 2916596-2020-03340 and 2916596-2020-03341.